Event description:
Approx 1 month following an initial surgery involving placement of a coroent small interlock interbody implant at the c4 - 5 disc space, screw breakage was noted in the superior screw. The pt had previous fusion surgeries at both the c2 - c4 and c5 - c6 disc spaces. Revision surgery has not occurred as of (B)(6) 2012.

Manufacturer narrative:
Nuvasive reference (B)(4). The reported event was confirmed via radiographic examination. Revision surgery has not occurred to date and the device is not available for further eval. The pt has undergone at least two prior fusion procedures above and below the affected level related to this report. No plating was implanted at this level. Plates were implanted in the prior surgeries above and below the c4 - 5 space. This suggests that the c4 - 5 space acts as a focal point for the remaining limited cervical motion and may explain the breakage of the interbody screw. Root cause has not been established. Review of published literature notes: "potential risks identified with the use of this device sys, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."